Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu), serial number (B)(6) was evaluated for no external power alarms. The mpu was not returned for analysis; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 10 days ((B)(6) 2021 per the timestamp). The log file captured atypical power cable disconnect along with no external power alarm active on (B)(6) 2021 at 21:10:57 due to a dual power cable disconnect. During this time, both power leads to the controller were disconnected from external power causing the alarm. The alarm resolved when the power leads to the controller were re-connected to external power and the rsoc and bus voltages were restored to their expected threshold voltages. The log file did not indicate any issues with the mobile power unit. Provided information stated that the mobile power unit (mpu), serial number (B)(6), will not be returning. The mpu did have a v-lock connector on the ac power cord. In addition, the patient denies that the power cord came loose at the wall outlet or at the back of the unit and the patient also denies any alarms at home due to any environmental circumstances that would have affected ac power. The reported event could not be correlated to an issue with the mpu. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's mobile power unit (mpu) had a no external power alarm on (B)(6) 2021. This was a transient disruption to power, likely caused by a power source change where patient disconnected both power leads from controller. The patient did not hear any hazard alarms from the double power cable disconnect from mpu cable to system controller power cables. Related manufacturer report number #2916596-2021-01909.